Event description:
It was reported that during a da vinci-assisted pericardial surgical procedure, part of the of the permanent cautery spatula instrument tip detached and fell into the pericardium of the patient during preparation. The fragment was successfully retrieved using tweezers during the same operation, with all personnel present confirming its retrieved. The procedure was completed robotically using a backup permanent cautery spatula instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received a for-failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Manufacturer narrative:
The permanent cautery spatula instrument was received, and failure analysis found the instrument to have a broken molded pin. One of the pins that are molded to the monopolar yaw pulley was missing and not returned with the instrument. The broken molded pin of the instrument yaw pulley measured approximately 1.55 mm x 1.45 mm.

Event description:
Refer to h11 for follow-up information.